Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly the issue was resolved.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient has been experiencing sudden shocking sensation over the past year. As such surgical intervention is anticipated to address the issue at a later date.